Event description:
Medtronic received information via literature comparing short- and long-term outcomes after utilizing alternative access sites to conduct transcatheter aortic valve replacement (tavr). All data were collected from a meta-analysis literature review of 34 articles. The study population included 32,756 patients who were predominantly male with a mean age of 81 years. Multiple manufacturer¿s devices were implanted in the study population, which included 32 articles involving patients implanted with medtronic corevalve, evolut r and evolut pro bioprosthetic valves. No unique device identifier numbers were provided. In the meta-analysis, 30-day and 1-year all-cause mortality was calculated for patients in the studies, however there was no statement of causal or contributory relationship between medtronic product and the deaths. Based on the available information medtronic product was not directly associated with the deaths. In the meta-analysis, adverse events included: strokes; myocardial infarction (mi); major vascular complications/bleeding; need for permanent pacemaker implantation (ppmi) and need for conversion to open-heart surgery. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: ranka s.; et al. Network meta-analysis comparing the short- and long-term outcomes of alternative access for transcatheter aortic valve replacement. Cardiovasc revasc med. 2022 jul;40:1-10. Doi: 10.1016/j.carrev.2021.11.040. Pmid: (B)(4). Epub 2021 dec 3. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.